Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated as such. The initialization was noted to take longer than typical. The hard drive did have some corrupt files and was replaced at the customer's request. All nodes were reloaded. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 9800 had difficulty initializing. No adverse patient involvement or patient information was reported.